Event description:
New information received notes programming changes were made. The patient was stable throughout.

Event description:
It was reported, that the patient received inappropriate anti tachycardia (atp) therapy for supraventricular tachycardia (svt). That was misclassified, as ventricular tachycardia (vt). The patient had variable morphologies leading to incorrect interpretation of the rhythm as vt. Programming changes were recommended. The patient was stable and unaware of the inappropriate therapy.